Manufacturer narrative:
The exact root cause for the broken 10-hole straight plate, p/n 210-0032 could not be determined. However, based upon this investigation, it appears to be related to the fact that osteogenesis did not occur in the first 5 months post-surgery. This plate is designed for temporary bone fixation, approximately 7-8 weeks, until osteogenesis (bone growth fixating the bone) occurs. This lack of bone growth placed an extended stress upon the plate for months beyond expectations. Another contributor of this issue is related to the fact that the plate experienced an excessive, short term, abnormal functional stress involving a jaw-clenching incident, which immediately caused the plate to break into multiple pieces. This is considered a non-compliant patient event, even though the incident was not intended, but was admitted to by the patient. The lot number was not provided. Therefore, a review of the DHR could not be performed. A two-year review of capas and ncrs did not identify any internal investigations or non-conformances associated with this device. A review of the complaint history shows that this is the first complaint ever received for this device. A review of the labeling, the osa IFU, warned the user that the plates are intended for temporary fixation until osteogenesis occurs, which did not occur in this instance. The labeling also warned the user about excessive abnormal functional stresses, which the plate experienced. The overall risk level for this issue is low. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2017, osteomed was notified that the plates broke after a meal.

Event description:
On (B)(4) 2017, osteomed was notified that the plates broke after a meal.